Event description:
A biomedical engineer reported that during surgery, a system message was displayed. It was cleared and a second system message was displayed. Repriming was not successful, so the system was exchanged and the procedure was completed. No pt harm was reported. The biomed suspects that the cassette leaked.

Manufacturer narrative:
A company service rep examined the system and was able to replicate the reported system message, and also confirmed the system message in the system's event log. The fluidics module was replaced. The system was then tested and met all product specifications. The fluidics module is being returned for in house testing. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).